Manufacturer narrative:
Investigation: visual inspection scratches on the outer housing of the valves were observed through the visual inspection. No significant deformations or damage were detected. Permeability test a permeability test has shown that the progav valve is permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results first, we performed a visual inspection of the progav 2.0 shunt system. Significant scratches on the outer housing of the valve were observed through the visual inspection. Next, we tested the permeability and opening pressure of the valve. The progav 2.0 was permeable and operating within specifications. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valves. Inside the valve, we have found slight build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. At the time of our investigation, the progav 2.0 was able to be adjusted to all specified settings. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Patient information: patient is 97 cm tall. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that the progav 2.0 valve had adjustment issues. As a result, it was explanted. Very limited information was provided. The shunt system was implanted on (B)(6) 2015 into a 4 year old patient. As the valve was later reportedly not able to be adjusted, it was explanted on (B)(6) 2019. No further details provided. No associated patient complications are reported.